Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. The cause of death was ventricular arrhythmia and end stage heart disease. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.